Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted a setscrew mark on all terminal connectors. A puncture hole was noted in the trilumen insulation 12.5 cm from the is-1 terminal pin, noted to have likely been caused by a sharp object, most likely during explant. There was sporadic dried blood noted throughout the lead lumen. The clear medical adhesive (ma) was separated from the gore at the proximal end of the spring electrode and the proximal spring was stretched at this point. The helix was fully retracted; tissue was entwined at the tip. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. The lead did not pass helix mechanism testing most likely due to the dried blood in the helix mechanism and in the lead lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient with this transvenous defibrillation lead was admitted to the emergency room with chest pain. It was noted that the lead exhibited decreased right ventricular (rv) wave sensing, low rv impedances and increased thresholds. It was later found via x-ray that the lead had caused a perforation in the patient's rv apex; therefore, the lead was explanted and replaced.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The lead was later returned for analysis.